Manufacturer narrative:
(B)(4). Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was physically damaged; the insulin pump was cracked and had a broken reservoir compartment with missing pieces. The patient's blood glucose at the time of incident was 328 mg/dl. During troubleshooting the customer was unable to identify how the damage occurred, only that half of the reservoir compartment was broken off. There were also cracks on the left and right corners of the screen. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.